Event description:
It was reported the pt experienced a return of symptoms (pain in the left leg and lower back). An x-ray was done in 2008 which showed the catheter had fractured. The pt underwent surgical replacement of the catheter the following month. The outcome was reported as: no injury.